Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 35 mg/dl; cause was not known. Reportedly, the customer lost consciousness due to bg level. The customers spouse administered d-10 address the bg. Ultimately, an ambulance was called, and the customer was transported to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids of saline. Customer was discharged from the hospital later that same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.